Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted. A post balloon aortic valvuloplasty (bav) was performed due to a high gradient. One inflation was done using a 20 millimeter (mm) non-medtronic balloon aortic valvuloplasty (bav) using an indeflator. The balloon moved aortic during inflation, causing the valve to dislodge from the implanted position. The valve was snared and held via snare while a second transcatheter bioprosthetic valve was implanted in the aortic position. No additional adverse patient effects were reported.